Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer¿s pump alarmed for insulin flow blocked and low battery after changing new battery timely in manner. Customer¿s blood glucose was 230mg/dl at time of incident. Customer states that internal source was unable to charge and notification light did not stops flashing immediately. Customer also states that they are unable to remove set at that time top test site portion of infusion. Insulin pump will not be returned for analysis.